Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill estimate, battery depletion and power source alerts. There was no reported adverse impact to the customer's blood glucose level. No additional information was received regarding these events.